Manufacturer narrative:
Rescue data downloaded from the AED by the customer is being examined. The customer was asked to return the AED for evaluation. The AED hasn't been received yet.

Event description:
Customs and border protection officer (cbpo) observed patient's last breath and recognized she was in distress. Patient had no pulse, officer retrieved the AED. The AED was attached to the patient and it advised 1 shock. CPR was continued and no further shocks were advised. CPR was performed until ems responded approximately 6 minutes later. Ems took over CPR and transported patient to hospital. Ems workers worked the patient until they arrived at the hospital (22 miles away) at which time patient was determined to be deceased.

Event description:
Customs and border protection officer (cbpo) observed patient's last breath and recognized she was in distress. Patient had no pulse, officer retrieved the AED. The AED was attached to the patient and it advised 1 shock. CPR was continued and no further shocks were advised. CPR was performed until ems responded approximately 6 minutes later. Ems took over CPR and transported patient to hospital. Ems workers worked the patient until they arrived at the hospital (22 miles away) at which time patient was determined to be deceased.

Manufacturer narrative:
The AED was received at csc and tested. The rescue data downloaded from the AED showed artifact in the waveform at the beginning of the rescue. The very regular, rapid and low-amplitude signal was not physiologic; however, it did have frequency and amplitude characteristics that resulted in it being detected as a shockable rhythm and a shock was delivered. The cause of the artifact could not be determined. The AED investigation was unable to duplicate the reported issue under normal conditions. The AED performed correctly throughout the investigation and no AED hardware defects were found. Examination of the AED selftest history showed no errors before, during, or immediately after the rescue. The customer was sent a replacement device.